Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was submerged in pool water and stopped working. The blood glucose reading was 5.8 mmol/l.

Manufacturer narrative:
No moisture damage was noted to the electronic stack, motor, or vibrator assembly. The insulin pump functioned properly and passed the displacement test. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, broken belt clip slot and a corroded battery tube.